Event description:
Reportedly, communication was lost between the smartview connect and the server, despite troubleshooting attempts. Communication stopped at the same time with famoco platform and orange operator.

Event description:
Reportedly, communication was lost between the smartview connect and the server, despite troubleshooting attempts. Communication stopped at the same time with famoco platform and orange operator.

Manufacturer narrative:
Analysis synthesis: upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as no communication was observed. Analysis revealed that the observed issue most probably resulted from a broken sim card lock, which prevented communication with the network. This case is recorded for trending purposes.